Event description:
According to the literature, a retrospective study including 346 cases of thoracic outlet decompression (tod) for neurogenic thoracic outlet syndrome (ntos) was completed between (B)(6) 2016 to (B)(6) 2023. Patients with concomitant arterial or venous involvement were also included. Ligasure was used for dissection up to the first rib. Complications were seen in a total of 18 patients (5.2%): 12 patients with a hematoma, of which five required re-exploration. Title: influence of body mass index on functional and surgical outcomes in transaxillary thoracic outlet decompression for neurogenic thoracic outlet syndrome author: stijn b. J. Teijink published date: 2025-01-23.

Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#: unknown), lf1923, jaw open lf1923 ligasure maryland 23cm (lot#: unknown) stijn b. J. Teijink, bsc. "Influence of body mass index on functional and surgical outcomes in transaxillary thoracic outlet decompression for neurogenic thoracic outlet syndrome". 2025. Https://doi.org/10.1016/j.jvs.2025.01.208. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.